Event description:
It was reported that a power source alert occurred, and the pump battery could not be charged. Customer¿s blood glucose level was 130 mg/dl. The pump successfully charged after being plugged into a power source for an extended amount of time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.